Event description:
Info rec'd indicated fluid ingress was found inside the mattress.

Manufacturer narrative:
The fluid leak was caused by the ticking being worn. The hill-rom tech installed a revitalization kit which resolved the issue.